Manufacturer narrative:
The reported event of a bent lead was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found the lead to be bent at the distal region proximal to the ring electrode, consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedure damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was found to have a bent. The ra lead was removed and replaced. The patient had no adverse consequences.